Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the air in line message during patient therapy (medication, programmed amount and delivery rate unknown). The alarm interrupted the infusion and the pump was swapped out in less than 15 minutes to continue the infusion. Any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was reproduced. The alarms were confirmed during a review of the event history log. During evaluation, cracks were found in the upstream sensor tail pins, which was determined to be the cause. The failed upstream sensor was replaced.